Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) was interrogated and showed a grey bar for longevity. A different device was used instead. Two days later, the device was re-interrogated and showed a green bar, however was not implanted. There was no patient involvement.